Event description:
It is reported that the device was revised in 2006, for an unknown reason. It is unknown when the device was implanted.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: cause cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.